Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of insulin flow blockage from the insulin pump. The customer's blood glucose was 12 mmol/l. The customer stated that the pump alarmed in the morning during a bolus. The customer stated that she had alarms during the whole day and received now pump error. The customer stated that the settings were not changed and she received a no motor movement or negligible movement. The customer stated that she also received a no delivery alarm. The customer was advised to replace the battery and rewind the pump. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed no motor movement alarm during rewind, problem isolated to the motor. No physical damage noted on motor assembly during visual inspection. Unable to performed displacement test, basic occlusion and occlusion test due to no motor movement alarm. Unable to verify insulin flow blocked feature due to loop no motor movement alarm. The insulin pump received with cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.